Event description:
On (B)(6), 2009, a patient generated a ca 125 result of 3.24 u/ml on the axsym analyzer. Another sample was obtained on (B)(6), 2009, yielding a result of >600 u/ml and upon dilution, the result was 32,379 u/ml. The sample from september was retested and generated a result of >600 u/ml and when diluted, the result was 8,458 u/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k55, axsym ca 125, that has a similar product distributed in the us, list number 3b41, axsym ca 125. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.